Manufacturer narrative:
The electrode lot number and expiration date were not provided. Reagent issues were excluded. The field service representative replaced the cell rinse tube set, cleaned the trap bottle with hypo, cleaned the suction hoses, and checked the needle adjustments. Test runs were carried out and the device was functioning properly. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas 6000 c501 module. Sample 1: the initial result was 170 mmol/l. The repeated result was 140mmol/l. Sample 2: the initial result was 169mmol/l. The repeated result was 145mmol/l. The questionable results were not reported outside of the laboratory. The results were repeated due to the results not matching the patient's previous results.